Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc freestyle libre sensor fell off after 1 day of wear. The customer further reported that he noticed that his sugar was "a little low¿ and he reportedly self-treated with an unspecified dose of long-acting insulin. He subsequently experienced symptoms of sweating and a loss of consciousness. The customer¿s father called an ambulance, and the customer was diagnosed with hypoglycemia and treated with sugar water, and peanut butter and jelly sandwich. There was no report of death or permanent impairment associated with this event.